Event description:
It was reported that a patient has lost a significant amount of weight which has caused her device to migrate, and her leads are visible under her skin. Follow up with the patient's implanting surgeon revealed that non-absorbable sutures were used, and he suspects the migration to be related to the patient's weight loss. He also stated that he suspects some device manipulation which could have contributed to the reported events. Revision surgery is likely.